Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to interrogate. Although it was noted that no programmer heads were returned with the programmer it was able to interrogate using a known good head. Analysis also found that the system and power supply fans were noisy, that the printer drawer paper guide was broken and that the keyboard connector was loose. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate implantable heart devices. It was noted that two separate programmer heads were tried. The programmer was returned for service. No patient complications have been reported as a result of this event.